Manufacturer narrative:
Date sent: 02/09/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the device was fired without a cartridge. The device cut but did not staple. Another device was used to complete the procedure. There was no adverse consequence to the patient.